Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The distributor reported to baxter (B)(4) regarding the light sensitive drug set that had holes in the back of the packaging, product became non-sterile. The incident happened before use, no patient is involved. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition of holes in the back of the packaging was confirmed. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).